Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep trouble shot the system and found the battery charger and battery pack were bad which caused the precharge error. A new touchscreen pcb, new battery charger, and new battery pack was ordered for the system. The battery charger and battery pack fixed the battery problem. New software had to be loaded onto the system to fix the touchscreen problem.

Event description:
It was reported that the 9800 system had a touch screen failure and displayed a precharge error. No patient injury was reported.